Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported central, dense haze in a patient's right eye five days post photo refractive keratectomy (prk). Topical steroid dosage was increased and continues. The physician reported that the surgery was uneventful. Six days post prk, haze is improving and the patient continues using medications. Seven days post prk, a fellow, saw the patient and was concerned that the haze was persistent and dense. The patient was scheduled to see a corneal specialist. At the next follow up visit, the bandage contact lens was removed. Loose epithelium and central dense haze, inferior in arc pattern within pupil margin was observed. No infection or inflammatory cells were seen. The patient is to start tapering the topical steroid drops. Bandage contact lens was replaced. The patient is to also use topical antibiotics. At the last follow up visit, haze was noted to be improving. The patient is to continue to follow up with eye care professional.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows that the laser was verified successfully prior to and after the date of treatment. Corneal haze is a known side effect of refractive laser surgery. The root cause could not be identified conclusively because no relevant data is available for review. No possible root cause can be identified. The manufacturer internal reference number is: (B)(4).